Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the attached user facility report are for the same patient, part number and event. This report filed (B)(6), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning." The bearing surface of the modular head showed random and approximately parallel sets of scratches or indentations. These scratches or indentations are possible indications of damage from subluxation or dislocation of the head. There was evidence of a change in surface contour at the edges of the contact area, from which it is inferred that the head was worn. The articular surface showed evidence of discoloration, possibly due to protein deposition. The back side of the modular head showed no unusual features. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6), 2011 due to metallosis and elevated cobalt and chromium levels following two years of ongoing grinding and subluxation. The acetabular cup, taper liner and modular head were removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6), 2011, due to metallosis and elevated cobalt and chromium levels following two years of ongoing grinding and subluxation. The acetabular cup, taper liner, and modular head were removed and replaced.